Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No parts are expected to be returned for evaluation. Complaints are trended and analyzed on a monthly basis to identify adverse trends using p-charts. A p-chart limit based on a rolling average complaint rate of the previous 12 months for a particular failure mode is used to evaluate the need for intervention each month. A breach of the complaint rate typically involves an assessment of the current risk levels, which can drive further action if risk levels are found to be intolerable and/or above the predicted risk levels. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer was removing cartridge air with an empty syringe, using cold insullin, and wearing the infusion set for 2-3 days. Tandem clinical support informed customer that removing cartridge air with an empty syringe, using cold insullin, and wearing the infusion set for 2-3 day, is off label per the tandem user guide. Customer¿s blood glucose level was 200-466 mg/dl.